Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has no signal. Stopped using device. No one was injured.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has no signal. Stopped using device. No one was injured. Patient was involved.

Manufacturer narrative:
A getinge field service engineer (fse) found that the pressure line is faulty, the pressure line cable bp, transducer adapter is replaced, and the device has passed all factory-specified performance and safety index tests. The device has been delivered to the customer and can be used clinically. The defective components were received for further investigation. The failure analysis and testing (fat) dept. Received part number cable assembly, blood pressure with a reported unit failure of no signal. The fat dept. Performed a visual inspection and found the part to be in good condition. The fat dept. Installed part number cable assembly, blood pressure into the cardiosave test fixture and used a patient simulator to produce a blood pressure signal and tested the cable per the cardiosave service manual. The fat could not replicate the complaint of no signal. A blood pressure waveform was immediately established with no problems found. The defective parts will be retained by the fat per procedure.